Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua#: (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained by the customer. A repeat test was performed using a new sample and the result was negative. Both patient samples were sent for pcr testing. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
H6: investigation summary. This statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0237126. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. CAPA 1878253 has been initiated an investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. A trend analysis was performed, and no adverse trend was observed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained by the customer. A repeat test was performed using a new sample and the result was negative. Both patient samples were sent for pcr testing. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua#:(B)(4).

Manufacturer narrative:
H6. Correction after further evaluation of the complaint, it has been determined that the MDR is a duplicate of 1119779-2020-00383 this supplemental is to cancel MDR h3 other text : see h10.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained by the customer. A repeat test was performed using a new sample and the result was negative. Both patient samples were sent for pcr testing. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua#: (B)(4).